Event description:
Pulmonetic systems, inc. Received a call from a rep on 12/02/02. The rep reported the following problem: @ 1740 - vent alarming and saying disconnect senosr. Alarm reset, pt circuit troubleshooted. All vent connections tight and secure. Vent continues to alarm for disconnect. Resident complaining of not receiving deep enough breaths and that pt didn't feel right. Vent circuit rechecked. Resident then taken off vent to be bagged with o2. Vent rechecked with resident off vent. Tried to place resident back on vent. Resident still complaining. Insufficient breaths noted. Resident taken back off vent. Vent changed out. 2 days later while on pt vte readings were extremely high (vt=1000, vte=2000+), but then dropped to reading of approximately 100. Pt's chest was allegedly not rising with each breath. Confirmed with test lung when brought back to office. Vent is still cycling, but very low volume output.